Event description:
I purchased a bariatric rollator rolling walker with wheels from medline industries (B)(6), they sent the wrong screws that hold the wheels in the frame. I have contacted them, they want me to send pictures of screws and the hole where they screw into. I am handicapped, they are no help.